Manufacturer narrative:
One battery pca was returned for failure analysis. Based on visual inspection, the reported problem was verified in the lab. J2 pin 7 was slightly bent.

Event description:
It was reported to philips that the pins on the battery pca were damaged. There was no reported patient involvement.